Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during a routine check resulting in multiple atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).